Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of ¿high¿ on cgm. Reportedly the pump shut down due to not being charged. Customer initiated a correction bolus via the pump and did an additional correction injection to address bg. The pump was reset and a new cartridge was loaded to resolve the issue.